Manufacturer narrative:
Based on the investigation, the instrument left biomet in conforming condition, but it appears that an improper cleaning method had been used which left residue on the surface causing the discoloration. Review of device history records show the lot released with no recorded anomaly. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to sterilization issue. There are warnings in the package insert that state that this type of event can occur: washing/disinfecting- it is recommended that the instruments, disassembled as required, be decontaminated using an automatic washer disinfection unit utilizing thermal disinfection. This should preferably be of the ultrasonic or continuous tunnel process type. The cabinet type is an acceptable alternative if a continuous process machine is not available.

Event description:
It was reported that a warehouse employee noticed signs of discoloration and oxidation on the oxford spherical mill; this was not involved in a procedure although the instrument has been used before.